Event description:
The customer reported an issue related to the incorrect time setting on their device. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in extreme glucose levels. Technical support assisted the customer in updating the pump time and advised them to monitor for any future discrepancies. The customer understood and acknowledged the guidance provided.